Manufacturer narrative:
Device evaluation: the service engineer evaluated the device and replaced the pressure solenoid (psol)printed circuit board (pcb). The ventilator passed all testing and was placed back in clinical use. The psol pcb was returned for failure investigation. A visual inspection was carried out on the returned psol pcb, no anomalies were observed. The part was assembled in the failure investigation test ventilator. The ventilator was powered on and failed the post(power on self test). The fault was isolated to a u31 component on the psol pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient 760 ventilator had post failed. The device was replaced. No patient harm reported.